Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the actual device was not available; however, one (1) photograph of the sample was provided for evaluation. The photograph was reviewed and showed a separation between the tubing and twist clamp. The end of the silicone tubing appeared to be cut off or torn. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the tubing and twist clamp of the minicap transfer set. This was identified during the first flush after placement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.